Event description:
The customer reported that she was hospitalized due to diabetic ketoacidosis, with a blood glucose reading of 700 mg/dl. The customer stated that she experienced nausea, vomiting and excessive thirst. Troubleshooting was performed, and the insulin pump was programmed correctly. Found bad battery, low reservoir, check settings, no delivery and battery out limit alarms in the alarm history. The insulin pump passed the prime test, but there was no tubing clamp for the high pressure test. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.